Event description:
On 5/16/2024 a beta bionics clinical diabetes specialist (cds) was notified that an ilet user was admitted to the hospital for diabetic ketoacidosis (dka). The exact event date was not reported but is estimated to have occurred sometime between 5/13/2024 and 5/15/2024. As of (B)(6) 2024 the user had been released from the hospital and returned to previous therapy. On (B)(6) 2024, the cds met with the user and their husband in the healthcare provider's (hcp) office for re-education on the ilet device. The user was previously using the convatec inset (23", 6mm) teflon cannula infusion set. The user switched to the convatec contact detach (23", 6mm) steel cannula infusion set. A factory reset was performed, and the ketone action plan (kap) was reviewed in detail. Multiple attempts by beta bionics to contact the user for additional information about the event have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 5/6/2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. Review of the available device data showed that insulin dosing stopped on (B)(6) 2024 after the cgm sensor expired and was not replaced and no bg value was entered. A cartridge change was initiated but never finished, rendering the ilet unable to dose insulin once cgm connection is re-established. The ilet appropriately triggered alert 77 for incomplete cartridge change. This alert was not marked as acknowledged and the cartridge change was not completed through the end of the logs. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined. Given that the user was new to pump therapy, it is possible the event was caused by a failed infusion set or other issue during a supply change. The user received re-education and switched to the contact detach with steel cannulas following the event.